Manufacturer narrative:
(B)(4). Info not available. Analysis summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off. The remainder part of the blade was noted to have scratches. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure."

Event description:
The device was rec'd with no info about the device or a related incident.